Event description:
Ivc filter was placed at an outside facility about 9 years ago. Patient had reportedly underwent two prior failed removal attempts. Ivc filter was known to be fractured since about 2 years ago. Reportedly, the main portion of the filter was now able to be removed, however a small portion of a fractured wire remains. No reported patient harm. Patient made aware and will be seen in follow up as recommended by the physician.